Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, the device was found in backup vvi mode. The issue was resolved by installing a device download. The patient is in good condition and will be followed normally.